Manufacturer narrative:
(B)(4).

Event description:
The patient was unable to adjust stimulation because her programming was not fully uploaded after she visited her health care professional. When she tried to turn on her implantable neurostimulator she received a shock. A manufacturer's representative met with the patient and reprogrammed her device. She was doing fine and was receiving effective stimulation. A follow-up report will be sent if additional information becomes available.